Event description:
It was further reported that during the index procedure, a 3.5x20mm taxus drug eluting stent was implanted in the left anterior descending (lad) artery. In (B)(6) 2006, the patient was admitted with chest pain and dyspnea on exertion. The patient was noted to be non-compliant having discontinued lipid medications and was not on plavix. The patient's enzymes were elevated within normal limits but none were abnormal and the patient was discharged. At the time of the event, the patient presented with chest discomfort, left arm pain, acute anterior myocardial infarction and hypotension. The patient experienced cardiac arrest and was defibrillated. He was transferred to another facility for interventional treatment. Angiography revealed what appears to be a thrombus that had lysed and a high-grade lesion in the proximal third of the previously implanted taxus des. A 3.5x33mm non-bsc des was implanted to treat the target lesion.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.